Manufacturer narrative:
The biomedical engineer (bme) reported that they were getting a gas device error when the gas unit was connected to a bedside monitor. They completed the case without this device. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Bedside monitor, model: cu-151r, sn: ni. Bedside monitor, model: bsm-1733a, sn: ni.

Event description:
The biomedical engineer (bme) reported that they were getting a gas device error when the gas unit was connected to a bedside monitor. They completed the case without this device. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that they were getting a gas device error when the gas unit was connected to a bedside monitor. They completed the case without this device. No patient harm was reported. Investigation conclusion: the root cause of the reported issue is due to hardware/sensor or pump failure. No further investigation will be performed. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1 08/14/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 08/15/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 08/15/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the additional device information as requested. Bedside monitor. Model: cu-151r. Sn: ni. Bedside monitor. Model: bsm-1733a. Sn: ni. Additional information: b4 date of this report d9 device available for evaluation g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes h11 additional manufacturer .

Event description:
The biomedical engineer (bme) reported that they were getting a gas device error when the gas unit was connected to a bedside monitor. They completed the case without this device. No patient harm was reported.